Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Several attempts were made to follow up with the physician's office to retrieve information on patient status and to confirm details regarding the issue, but these attempts were unsuccessful. Internal complaint number: (B)(4).

Event description:
Physician contacted technical solutions reporting a patient that was admitted to the hospital. Technical solutions asked the physician if the patient was hospitalized due to an alleged overmedication or undermedication. The physician reported that the patient had gone to a small rural hospital and were unable to determine the cause. The physician reported that the hospital had administered several doses of narcan to "little effect", and the patient was kept overnight for observation. The patient was discharged the next morning. The physician reported that the patient would be visiting their office for a follow-up appointment. Technical solutions asked the physician to analyze the pump by performing a volume check. The physician reported that if they did not call back to technical solutions, it was because the physician deemed the pump as functioning correctly and no further assistance from technical solutions would be required.